Event description:
The customer biomedical engineer (biomed) reported a loss of alarm audio at their philips intellivue information center (piic). No adverse event involving patient or user was reported.